Event description:
It was reported that during an unknown procedure, the trocar was leaking. No adverse consequences reported. One device will be returned. There are no details available.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.